Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the right coronary artery. The 5.0 x 15mm maverick mr xl balloon was inflated with a non bsc inflation device once to 6atms and ruptured. The balloon was removed intact. The procedure was completed with a different device. There were no complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).